Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the battery compartment was damaged and there was an intermittent power issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 3/8/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/13/2017 with the following findings: reported date from (B)(6) 2016 is overwritten. Current black box shows multiple unexpected por events. Battery compartment is cracked. Separate cracks at threads and one below the grip pad, returned battery cap¿s threads are stripped. Returned battery cap is unable to fit, reboots where duplicated. Test battery cap was able to fit but unable to secure. Using test cap, the pump lost power during the 24hr duration test due the loose cap. Pump¿s cover was removed, no further moisture ingress or any intermittent condition was found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.